Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-l3 to treat a l1 vcf. ). During the operation the patient¿s blood pressure rapidly dropped. Thus, the incision was emergently closed and the patient was transferred to ICU. Thereafter, the patient¿s blood pressure improved and the operation resumed 90 minutes later. The operation was completed without further incident. The surgeon pointed out possible causes of the event as follows; interference of psoas major muscle caused by xlif pressure, control error of anesthesia or twist in intubation.